Event description:
It was reported that this system with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead was explanted due to high pacing impedance issues and high pacing thresholds with under sensing. New system was implanted at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead were explanted due to low range pacing impedance measurements and high pacing thresholds with under sensing. New system was implanted at the same surgical procedure. The rv lead is not expected to be returned for analysis. No additional adverse patient effects were reported.